Event description:
It was reported that during a device upgrade this right ventricular (rv) lead was exhibiting high out of range shock lead impedance measurements on the super vena cava (svc) coil greater than 200 ohms when plugged into the new device. Technical services (ts) provided trouble shooting options and recommended programming to single coil to be within range as well as a defibrillation threshold (dft) test. No adverse patient effects were reported. This rv lead remains in service.